Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: warnings & cautions: to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.

Event description:
The user facility reported a 64-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. It was reported that the impella rp was dropped to p2 to remove an old swan from the left groin, tip of swan near inlet. Right after the swan was removed the motor current spiked, flows dropped, and the placement signal went high. Clot ingested into the rp was suspected. Md called to transfer the patient to another facility as there was no backup rp onsite. The patient was transferred to have a new rp inserted. The impella rp had a pump stop and was removed. A 16fr cook sheath was placed in its place. The patient is stable.

Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The pump was returned for investigation. Upon visual inspection, biomaterial was observed in the inflow cage. Data logs confirmed motor current spike indicating biomaterial ingestion. The root cause of the pump stop was due to biomaterial ingestion.